Event description:
It was reported that the right ventricular lead had no capture at five volts for bipolar configuration. It was noted that the lead had previously had a change in pacing polarity to unipolar. The physician elected to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 406845 implantable pacing lead - (B)(6) 2003 ; kdr901 implantable pulse generator - (B)(6) 2003. (B)(4).